Event description:
It was reported that the ventilator has lost the system software. When the unit is turned on, the system gives a restart ventilator alarm and will not function. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been onsite and started the investigation. A supplemental MDR report will be sent when the investigation is completed. Reference exemption #: (B)(4).